Manufacturer narrative:
Unit was received with normal operating currents and passed self-test, unexpected restart error test and displacement test. No unexpected low battery, weak battery, battery out limit and failed battery test alarms noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump received failed battery test alarm. Customer¿s blood glucose level was 126 mg/dl at the time of incident. Contacts are neither missing nor damaged. Customer state that compartment nor spring are damaged or corroded. The insulin pump will be returned be for the analysis.